Event description:
It was reported the the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing. Upon review of the lastest transmission, episodes of some extra non-physiological signal were noted. These episodes might originate from lead to lead interaction since the patient had at least two abandoned leads in the ventricle. No intervention was performed, the patient would continue to be monitored.